Event description:
A report was received that the physician decided to replace the patient's ipg. The physician believed that the ipg was defective as it was not holding it's charge.

Event description:
A report was received that the physician decided to replace the patient's ipg. The physician believed that the ipg was defective as it was not holding it's charge.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. The charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The reason for the erratic coupling is unknown. The battery profile revealed the depletion rate was within the expected range. The ipg exhibited normal charging and discharging characteristics.